Event description:
The caller stated that several hours after she had replaced a tracheostomy tube with a deflated cuff, the cuff of the replacement tube started to deflate. The pt was recannulated a second time with another 5.5pdc that was not a part of routine trach changing. The first tube replacement is reported on 2936999-2010-01369.

Manufacturer narrative:
It was reported that the tube is unavailable for failure investigation. The history record for the lot number provided will be reviewed. If the sample is returned and significant info is obtained from the investigation, a summary of the investigation results will be provided in a supplemental report.